Event description:
An individual (pt) was being lifted up when the staff heard a creaking sound. Staff put the individual down and then pieces from the top and arm started to break off until the entire arm fell off the maxi lift.